Manufacturer narrative:
(B)(4). The cap removed from the patient line is the known cause of the leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from the end of the patient line of a disposable set during setup of peritoneal dialysis therapy. The patient was not connected. During troubleshooting it was discovered that the patient had removed the cap from the end of the line. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.